Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vticmo13.2, -7.0/2.0/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchanged resolved the problem. Cause of event was reported to be unknown.

Manufacturer narrative:
A2: dob (B)(6) 1992. Claim (B)(4).

Manufacturer narrative:
Device evaluation : lens was returned dry, inside a micro centrifuge vial. Visual inspection found the optic stretched out, haptic deformed, and haptic stretched out. Dimensional inspection was performed and found the lens to be within specification. Functional inspection was performed and found the lens to be out of specification (only lens sphere, cylinder and axis within specification).. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).